Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an event of occlusion alarm on (B)(6)2024. Patient reported that the blockage was located in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available